Event description:
It was reported to boston scientific corporation on june 04, 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure the previous month (patient age, gender and weight unknown). According to the complainant, there was a kink in the catheter out of the package and the device would not go down the scope. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
An evaluation of the return device revealed that a stopcock was returned with the unit, with no protective sleeve on the balloon. The balloon profile was wingfolded indicating that it had not been used. A visual examination revealed one kink in the working length of the device. The cause of the reported malfunction cannot be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.